Event description:
Rptr writes, "have at present two unimed underfilled polyurethane coated prostheses presently. One was implanted in my left breast on 7/6/90 after having cancer (modified radical mastectomy on 1/21/92. I had infiltrating lobular carcinoma and had reconstruction at the same time with a plastic surgeon who had done work previously on my breasts. I was fitted with a saline expander. The plastic surgeon the very next morning at the hosp told me he thought it had ruptured and to call him to make a date to have it replaced at his surgical suite. I did...he replaced it and I started to have problems...my body was rejecting the saline...kept having contractures and started to ride high and was moving upwards. Went back to the plastic surgeon and we discussed the possibilities and he suggested I have it replaced with the same polyurethane implant which he had put in, on 7/6/90, right and left breast after taking the two silicones out for the same reasons. He said that I would not have the formation of the scar tissue with the capsular contractions. This is how I was given a polyurethane coated implant in my left breast (cancer side - mastectomy). History: in 1988 went to see this plastic surgeon who was referred to me to see if he could possibly stitch both my breasts up for they had become empty sacs after I stopped menstruating and his solution was to augment them and after consideration he did and put in two silicone implants. In time these started to give me pain and had capsular contractions and they started riding high and they were so severe that he suggested that with his pts with this problem he opted for the removal of the silicone and replace them with 2 polyurethane implants which would adhere better and you would not have such contractions. I did this and had this procedure performed at his surgical suite on 7/2/90. See notes at end of history of implants. Had regular mammograms and in the latter part of 1991 I was feeling a lump in my left breast even though the latest mammogram did not show anything. I requested another mammogram at a different location and this showed nothing. Asked my dr if I could have a written prescription to have a sonogram performed and I did and sure enough I did have a lump. Went to see my plastic surgeon and he referred me to the one of the finest breast surgeons. Went to see him first of january and he scheduled me for a biopsy on 1/13/92 and when we got the report back it was cancerous and so I went to see him the next day and we discussed the different procedures, etc. And he booked me for surgery on 1/21/1992. I opted for a modified radical mastectomy because I did have the silicone implant in the breast and was devasted with the fact that I had cancer. I had this procedure and had the same plastic surgeon do the reconstruction with a saline expander. The very next morning the plastic surgeon told me at the hosp that he was sure the saline had ruptured and to call him the following week to set up an appointment to replace the saline, which I did. Following this saline implant I had severe rejection and contractures which once again the implant started to move upwards. Went back to plastic surgeon we discussed the past implant history and that the polyurethane coated implants seem to be the only ones which worked. That this would be the only option but that I had to sign a waiver. He never at any time informed me of the possible consequences or health risk involved with these types of implants, but I had no info from the MFR or info regarding these implants nor did I know that the FDA stopped the mfrs from making the polyurethane implants until I request the breast implant, 1998 from the FDA. I had started to have adverse effects: skin rashes, allergies, redness, joint swelling and suspected that this was from a severe allergy from polyurethane coating, itchness within breast especially my left breast (masty. Breast). This went on for over six years. Went from dr to dr to specialist back to my own drs, oncologist, internist, gyn, plastic surgeon and got no real info. Also had severe pains in both breasts, contractions. Finally in june of 1998 after seeing 11 dermatologists, 2 allergists, etc., I went to see my oncologist and asked for an magnetic resonance imaging breast test and I had one done on 7/2/98. Results of magnetic resonance imaging state that reactive fluid cannot be excluded, and contained other info. I had these faxed to all my drs, no one gave me any info regarding this magnetic resonance imaging test. Went and saw drs once again! Got nowhere; told them I thought implants were cause of my being ill. Rashes, allergies are worse than my right breast enlarged to about two sizes larger, red rashes, itchy, veins popping, extreme pain, fever in left breast, and other symptoms were missing in right breast when I discovered a lump under my right armpit. Called my breast surgeon got an appointment 10/9/98, and he gave me antiobiotics but gave me an appointment at his medical suite to have a biopsy on 10/14/98. He removed my lymph node and after pathologist report came in as benign. Other reports were not in and I called to have them fax the results and it showed I had foreign material consistent with silicone and there was a tan fleshy substance in the right auxillary lymph node and also giant reactive fluid present, etc. I faxed this info to my oncologist, plastic surgeon, went to see them but nothing as far as what I knew what the problem was and their conclusions. Found out who was the medical advisor and director for cancer at the hosp where I reside and went to see a dr on 12/3/98 with my history. He just consults and he after going through all the papers and documents I brought in concurred with me that I needed to have my implants removed and recommended and sent my info to a dr. Appointment set for 3/1/99. Also got in touch with women in the implant task force in the back of the breast implant updated 1998 book and they recommended a dr.